Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-apr-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 01-apr-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported two leads went out on (B)(6) 2020 when she was charging the neurostimulator (ins). The patient met with a manufacturer's representative (rep) on the day of the report which resolved the issue. Additional information was received from the rep and it was reported that two electrodes were out and the rep reprogrammed her and she got good coverage. The issue was resolved.